Manufacturer narrative:
Intuitive surgical, inc. (Isi) reviewed the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found that the conductor wore with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument passed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found to have a loose conductor wire. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the initial findings were partially confirmed. The insulation of the bipolar conductor wire was found to be retracted from the grip face at the distal end. The insulation was retracted approximately 0.048" from the grip face. The instrument was tested for continuity to both grips and failed to one grip. The instrument was passed to design engineering as part of an afma on retracted insulation of bipolar cautery instruments. The instrument was disassembled and the conductor wire was found to be broken 0.54" from the grip face. There were no cable routing issues identified during disassembly. The melt seals were to the correct hypotubes and there was no slippage from hypotube melt seal observed. The instrument likely failed continuity test due to the break in the conductor wire. The investigation was unable to relate a broken conductor wire to retracted insulation.